Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged; there cracks in the housing. The pump event log was unable to be downloaded. Functional testing included use testing. The pump was powered on and immediately started to alarm "key pressed." The keypad was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's keypad.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms for keypad pressed. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received. No patient involvement, discovered during bench test. Updated event date.